Event description:
A customer contacted beckman coulter inc. (Bec) stating that the chemistry cartridge (cc) sample level sense bead wiring was split at the top and a crystallized substance was seen on the cover under the sample probe in the unicel dxc 600 pro synchron chemistry analyzer. Customer technical support (cts) generated a service request. No injury or operator exposure was reported in this event. There was no report of impact to patient treatment and no erroneous results were generated.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2011, for this event and verified operation of the instrument with no problems observed. The fse was unable to reproduce the leaking and the issue has not reoccurred. The customer has not contacted bec with requests for further assistance with this issue. (B)(4).